Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03241 / 03242).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2003, and a revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to metallosis, swelling, pain and weakness. Operative report further noted metal staining, osteolysis, wall defects, femoral lysis, anteversion of the acetabulum, fluid and corrosion on the femoral head. The modular head and acetabular cup were removed and replaced and a liner was implanted.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2003, and a revision procedure on (B)(6) 2014 due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.